Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: report source was corrected from health professional to consumer. The following sections are being reported: b4: date of this report was updated. B5: describe event or problem was updated. D1: brand name was updated. D4: catalog number was updated. D4: lot number was updated. D4: unique identifier (UDI) number not applicable d4: expiration date was updated. D6a. Placement date was updated. G2: report source was corrected. G3: date received by manufacturer was updated. G4: PMA/510(k) number was updated and the additional included k013227 g6: type of report was updated. H2: type of follow up was updated. H3: not returned to manufacturer was updated. H4: device manufacture date was updated. H6: evaluation method code was added: 4114 h10: narrative/data was updated. H11: corrected data was updated. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the dental implant has been broken in the patient mouth and it loosened six times before. Dental implant had 2 parts. Upper broke and left a ring in or the lower one. They could not get the broken part out to fix the tooth #1. Symptoms as a result of the event: pain. The loosening of the implant is ongoing and has been happening every 3 to 4 months.

Event description:
It was reported the dental implant has been broken in my mouth. Dental implant had 2 parts. Upper broke and left a ring in or the lower one. They could not get the broken part out to fix the tooth #1. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 61050592. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 61050592, for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.